Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that low r waves were observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2021 and replaced. There were no patient consequences.